Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of insulin flow blocked from the insulin pump. The customer's blood glucose reading was 111 mg/dl. The customer mentioned that she received insulin flow blocked alarm when she delivered a bolus. The customer stated that on saturday, her colleague did a 5.0 unit fill in cannula and the alarm did not trigger. The customer was advised to call back.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. Also, pump received with moisture damage on the battery tube, motor, vibrator and keypad assembly noted. Unable to verify insulin flow block alarm or perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to the blank display.